Manufacturer narrative:
It is unknown if the device will be returned for analysis. No device lot information has been provided to date.

Event description:
It was reported that a microvention embolization coil was not deployed in the intended intracranial location. As a result, the patient incurred a cerebral infarction, and is currently recovering from hemiplegia.